Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized three days after the event onset. The patient was treated with vancomycin injection (1 gram, every 5 days and route not reported) and ceftazidime injection (1 gram, daily and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information was available.